Event description:
Sun-kyun, et al. Endovascular enterprise stent-assisted coil embolization for wide-necked unruptured intracranial aneurysms. Journal of clinical neuroscience 20 2013; 1276-1279; reported that during enterprise stent-assisted coil embolization (type of coils not specified) the patient developed visible thrombi during the procedure as seen on angiography. Event was completely resolved by treatment with intra-arterial thrombolysis. No neurological deficit resulted.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Hwang, j etc, al endovascular enterprise stent-assisted coil embolization for wide-necked unruptured intracranial aneurysms. Journal of clinical neuroscience 20 2013; 1276-1279; reported that during enterprise stent-assisted coil embolization (type of coils not specified) the patient developed visible thrombi during the procedure as seen on angiography. Event was completely resolved by treatment with intra-arterial thrombolysis. No neurological deficit resulted. The device or manufacturing lot number was not available for analysis or to conduct DHR review. Thromboembolic stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Pharmacological and clinical factors including this patient¿s pre-procedure presentation with a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. Based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.